Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer also stated that the insulin pump was exposed to moisture it was beeping. Customer also sated that the keypad was unresponsive. Customer also stated that the insulin pump was bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for the further analysis.

Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery compartment, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to verify keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly.